Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was successfully removed from the cannula despite of the dislodged hinge pin and no fragments fell inside the patient. The instrument was not observed to have collided with any other instruments or tools during the procedure. There was no any damage or anything anomalous with the instrument during inspection prior to use. Because the instrument has not yet been received by intuitive surgical, the reporter stated it was likely disposed. The reported said that a photographic image of the dislodged hinge pin was available and would send it for further review if located. Isi made multiple follow-up attempts to obtain additional information regarding a photographic image of the dislodged hinge pin. However, no further details have been received as of the date of this report. Although the complaint could not be confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece was missing as a result of breakage. Size of missing piece was approximately 1.79mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook's hinge pin came out. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. As of the date of this report, the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.